Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient reportedly had a bad transvenous right atrial (ra) lead. Ra sensing was normal, but ra impedance measurements were greater than 3000 ohms. No noise was observed. The patient is reportedly experiencing atrial fibrillation. Additional information was received that this device had been previously reprogrammed to vvi to remedy the ongoing right atrial lead high impedance issue. No additional lead issues noted and no adverse patient effects were reported.

Manufacturer narrative:
The boston scientific crm technical services department discussed that the physician may wish to monitor the situation for now, since the patient is in atrial fibrillation. No adverse patient effects have been reported. According to the available information, this ra lead and crt-d remain implanted and in service. This event will be updated if any additional information becomes available. The lead was modified electrically and remains in service. No further information is available. This report will be updated if more information becomes available.